Manufacturer narrative:
Customer stated that leaking under the reagent probe had been an ongoing issue since the week before. Bci field service engineer (fse) detected fluid under reagent probe a. The fse replaced the reagent probe a valve, but the leaking continued. On the next day, the fse found a nick in the wash collar tubing, which was the cause of the leak.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600 pro synchron clinical system. There was no effect to patient or user.